Event description:
A fisher & paykel healthcare representative from our regional office in (B)(4) reported that the alarms on a demo iw933aea cosycot infant warmer are not sounding loudly enough. This unit was not used on a patient.

Manufacturer narrative:
(B)(4). The complaint device is under evaluation by the fisher & paykel healthcare regional office in (B)(4). We will provide a follow-up report upon completion of our investigation.